Manufacturer narrative:
Age/date of birth: 69.1 +/- 11.6. Sex/gender: female 46.4%. Date of event: unknown, not provided. Model#: unknown/not provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication of explant. Other: a failure analysis of the complaint device cannot be completed as no was product returned. Also, because we do not have product identifiers device history record and trending cannot be performed. If there is any further relevant information received a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. Kostanyan, t., shazly, t., kaplowitz, k.b., wang, s.z., kola, s., brown, e.n. & loewen, n.a. (2017). Longer-term baerveldt to trabectome glaucoma surgery comparison using propensity score matching. Graefes arch clin exp ophthalmol 255:2423-2428 doi 10.1007/s00417-017-3804-9. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: longer-term baerveldt to trabectome glaucoma surgery comparison using propensity score matching. A retrospective study was done to apply propensity score matching to compare baerveldt glaucoma drainage implant (bgi) to trabectomemediated ab interno trabeculectomy (ait) when recent data suggests that ait can produce results similar to bgi which is traditionally reserved for more severe glaucoma. Failure rates of bgi cases reported in the study were 45% at 1 year, and 48% at 2.5 years. Complications reported in the study after bgi implantation include hypotony associated with choroidal detachment (n=2), cystoid macular edema (cme) (n=1), conjunctival retraction that required surgical revision (n=1), and aqueous misdirection (n=1).